Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer alleging for possible under delivery due to high blood glucose of 33.00mmol/l. Customer¿s current blood glucose was 25mmol/l. Customer was treated with manual injection. Customer stated that insulin pump failed high pressure test. Customer advised to revert to back up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Insulin pump passed functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat test.